Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms. Boston scientific technical services (ts) discussed troubleshooting options and possible cause. A review of disk analysis appeared that the common element of high impedance is the can. Further, ts discussed the breakdown of each vectors and discussed options to perform commanded shocks and defibrillation threshold (dft) test. Shocks were delivered to test the system and got an impedance measurement of 53 ohms. Additional oor measurement were observed however no further testing was planned at this time and that the patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.